Event description:
Customer alleges door seal kit (B)(4) on tub needs replacement. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA issued for this event. However, a replacement door seal kit was shipped out under warranty order (B)(4). Model number ih3650 serial number/date (B)(4) is approximately 3 years and 11 months of age. The user manual was issued with this device. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that he has a tub that needs a replacement door seal. Allegedly it is leaking around the door about where the seat is in the whirlpool. A replacement door seal was sent out under warranty order (B)(4).